Manufacturer narrative:
Investigation results: the visual inspection found non-conformities on the cannula or the insufflation tubing. The cold jaw boot was torn on the serrated section of boot. The device was tested with a reference scope. The device met the leak rate and distal insufflation flow rate specifications. The reported failure could not be confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro, the staff noticed gas in the patient's right ventricle. They pulled the device out, resolved the gas issue, went on pump and then re-attempted the procedure with the same device and found gas again. The hospital contacted the maquet field clinical rep "fcr" and the fcr explained to the surgeon that since they have a direct connection between the cannula and the gas line, they should shut off the gas, complete the harvesting and collecting the vein. The procedure was completed and the patient was reported as doing fine. There was no other intervention required. The hospital had the pressure at 15 mm hg and the fcr did explain to the surgeon that it was too high. The recommended IFU states "pressure of 10-12 mm hg." The surgeon and the staff now understand the pressure recommendation in the IFU. The surgeon did not known if this event was related to the device or not so they are returning the device for analysis.